Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformance noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the ¿smoker lines¿ with 1 ml of juvéderm® volbella¿ xc. A month later, the patient experienced ¿delayed onset granulomas¿ in the lips/ perioral area. Biopsy was not provided. The patient was treated with an antibiotic. The event is ongoing.

Event description:
Additionally, the healthcare professional reported that the "plan is to reassess in one week to then inject kenalog. May dissolve product as well."